Event description:
It was reported that during the initial implant procedure this right atrial lead had dislodged and was successfully reimplanted. Subsequently this device got dislodged and this lead along with the entire system was explanted and replaced with a leadless pacemaker. The physician believed the dislodgements were due to the anatomy of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field: g3: bsc aware date.

Event description:
It was reported that during the initial implant procedure this right atrial lead had dislodged and was successfully reimplanted. Subsequently this device got dislodged and this lead along with the entire system was explanted and replaced with a leadless pacemaker. The physician believed the dislodgements were due to the anatomy of the patient. No additional adverse patient effects were reported.